Event description:
User received discrepant creatinine result for about 12 pt samples. Eleven examples were provided. All results are in mg per dl. The specimens were rerun on the same day as the original result. Sample 1 initial result was 0.5, repeat result was 252.1. Sample 2 initial result was 1.8, repeat result was 297.0. In 2009: sample 3 initial result was 0.4, repeat result was 139.3. Sample 4 initial result was 0.9, repeat result was 119.9. The next day: sample 5 initial result was 0.4, repeat result was 139.3. Sample 6 initial result was 0.9, repeat result was 119.9. Sample 7 initial result was 0.2, repeat result was 140.6. Sample 8 initial result was 1.1, repeat result was 102.4. Sample 9 initial result was 1.1, repeat result was 127.9. Sample 10 initial result was 0.6, repeat result was 91.3. Sample 11 initial result was 0.8, repeat result was 136.0. No results were reported out and no patients were treated from the results.

Manufacturer narrative:
The field service rep determined there was a problem with sample probe 1 and replaced it. Patient results and qc have been in range since his visit.